Event description:
The customer stated when running a pt sample in closed mode on the cell-dyn 3700 analyzer, a different barcode number (specimen ID) was printed on the report between the initial and retest. The initial test generated a mixing and sampling error and the report had an incorrect specimen. The sample was retested and the correct specimen was printed. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.